Event description:
It was reported that the patient had a systemic infection and possibly an infection at the ¿insertion site¿ of the pump. It was also reported the patient had septic arthritis, (B)(6) bacteremia and endocarditis. An MRI of the patient¿s spine was to be performed. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).